Manufacturer narrative:
Analysis of the system controller log file confirmed elevations in pump power and estimated flow; however a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted log file contained from 09jul2017 through 09jul2017. On (B)(6) 2017, the driveline was disconnected and the controller stopped recording data. The controller started recording data again on (B)(6) 2017. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device- 2 years and 10 months. The device was stopped and remains inside the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had signs/symptoms of fatigue and dark brown urine. A ramp echocardiogram revealed no significant findings. On (B)(6) 2017, pump support was discontinued due to patient non-compliance and signs of thrombosis. The patients driveline was cut and the device remained in situ. No additional information was provided.